Event description:
The customer reported the evis exera iii video system center button is stuck. The event occurred during preparation for use and there was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for evaluation. Upon evaluation of the device, the power switch failed to remain pushed in due to power switch failure. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 9 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it was determined that the product was manufactured before the design change of the power switch was made. It was assumed that the power switch was damaged due to excessive force and the repetitive pressure applied to the power switch has exceeded the original assumption. It was confirmed that the design was changed to improve the resistance of the power switch. Olympus will continue to monitor field performance for this device.